Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). During implant trailing, the image on the surgeon monitor and guidance module showed the femur to be tracking medially on the tibia. The surgeon stated that the tibia and femur components were tracking down the center, and did not appear to align with the images on the monitors.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. At this time, the root cause of the alleged deficiency is inconclusive. Th rio uses optical trackers to report real-time movements, and since the surgeon and mako representative reported a discrepancy between the rio report and the direct knee observation, an array shift is most likely cause for such a discrepancy. It is possible for the array to have moved slightly such that the visualization on the screen does not match up with the actual knee movement; however, there is no data at this time to support that hypothesis. The surgeon was ultimately satisfied with the outcome of the case.